Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The dia 5mm tungsten needle holder (cev738t5) was returned for evaluation: the device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis: the dia 5mm tungsten needle holder mobile jaw was broken, and the fragment was returned. There were corroded areas in the fracture zone. It suggests the presence of a crack prior to the breakage. There are impacts on the mobile and the fixed jaws, near the base. The spring of the handle is bent. Root cause analysis: the reported complaint was confirmed. The damages are likely due to excessive effort applied to the device during use or reprocessing. This phenomenon is increased by the shape of the jaw: the angle after the fixing part could weaken the jaw and generate a crack. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
N/a.

Event description:
A facility reported that one of the jaws of the dia 5mm tungsten needle holder (cev738t5) broke during a laparoscopic inguinal hernia procedure. It was reported that there was risk of losing a broken part in the patient; however, the broken part was reportedly retrieved and removed. No patient injury, death, or surgical delay was reported. Clarification has been sought regarding the reported incident date.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Corrected field: g4: PMA/510(k).